Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging asthma (new or worsening), eye irritation, respiratory tract irritation, dizziness and/or headache. No other clinical information or medical interventions were reported. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to a third-party service center for evaluation. During evaluation, the internal part of the device was inspected visually and found no evidence of visible foam degradation. Secondary findings include extreme dirt contamination inside the device. In addition, the devices error log was downloaded, and one error code was present when reviewed. Lastly, the device has been scrapped. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed.